Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of approximately 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 4/22/2020 to 5/8/2020. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 11:31:51 pm on 4/27/2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 11:31:51 pm on 4/27/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 10:21:50 am to 10:31:50 am on 4/28/2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 10:21:50 am on 4/28/2020. The user made the following bolus request(s) while having insulin on board (iob): time: 07:27:35 am date: 4/28/2020 iob: 0.21 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.